Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the "connection of tube" (administration port). This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed to the video using the naked eye which revealed several drops from a leak at the port 2 spike port bonding area of the container. The reported condition was verified.  By the nature of the sample, no additional tests were performed. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.